Event description:
Brush head broke off/brush shot loose and the metal piece fell out - oral-b [device breakage]. It is razor sharp/rubber under the attachment part cannot be cleaned properly/rust spots on the metal part of the toothbrush - oral-b [device physical property issue]. Attachments are now becoming loose because a piece is missing, from the ridge in the back - oral-b [device connection issue]. Case narrative: consumer via e-mail reported that the oral-b toothbrush head brush broke off during brushing, the brush shot loose, the metal piece fell out, and it was razor sharp. The toothbrush head attachments were coming loose because a piece was missing from the ridge in the back, the rubber under the attachment part could not be cleaned properly, and there were rust spots on the metal part of the oral-b toothbrush handle. No injury was reported. On 17-dec-2024, follow-up via e-mail: the suspect product was oral-b rechargeable toothbrush handle 3772. The suspect product lot was 3 cb 222 42343. No injury was reported.

Manufacturer narrative:
On march 5, 2025, product investigation results: complained product received: user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Event description:
Brush head broke off / brush shot loose and the metal piece fell out - oral-b [device breakage] it is razor sharp / rubber under the attachment part cannot be cleaned properly / rust spots on the metal part of the toothbrush - oral-b [device physical property issue] attachments are now becoming loose because a piece is missing, from the ridge in the back - oral-b [device connection issue]. Case narrative: consumer via e-mail reported that the oral-b toothbrush head brush broke off during brushing, the brush shot loose, the metal piece fell out, and it was razor sharp. The toothbrush head attachments were coming loose because a piece was missing from the ridge in the back, the rubber under the attachment part could not be cleaned properly, and there were rust spots on the metal part of the oral-b toothbrush handle. No injury was reported. 17-dec-2024 follow-up via e-mail: the suspect product was oral-b rechargeable toothbrush handle 3772. The suspect product lot was 3 cb 222 42343. No injury was reported.